Manufacturer narrative:
The device was returned to (B)(4) for evaluation and the reported event was confirmed. The instrument malfunctioned due to one of the forks on the universal joint flaring outward (bent) and not allow the assembly to rotate as intended. In addition, it was also found the blue knob has many scratches and gouges which is not how component is supposed to be used. This component is meant to be turned by hand to rotate the chain assembly. These gouges may have been caused by use of tools (pliers / vice grip) in attempt to rotate the assembly. There were also signs of impact marks found on the handle of the device which is not the intended use of the handle (use depicted in the instructions for use sent with the device). A manufacturing review was performed and there were no discrepancies found. The device had met product specifications prior to shipment for distribution by the customer. In summary, the cause is attributed to misuse of the device. No further investigation required. Complaint information received from distributor, (B)(4).

Event description:
It was reported during a procedure that the offset cup impactor would not disengage the cup after implanted. The thread could not be loosened to disengage it. No adverse events were reported as a result of the malfunction.